Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
After inserting a k-wire into the patients' bone, the surgeon attempted to implant the screw over the k-wire. The screw would not engage the k-wire. Upon visual inspection of the screw, it was determined that the distal tip of the screw was damaged/defective. There was no delay in surgical procedure. Initial use of the device.